Event description:
The customer reported that the housring around the male luer snapped off while infusing tpn via an extension set in the nicu. No pt harm or medical intervention was reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.